Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last regular check up the audiologist recognized that in situ measurements showed 4 channels with high impedances and two channels are involved in a short circuit. The family have noticed that patient is not hearing as well as usual. Patient did not initially report any changes in health, medications, body weight or hearing; however upon subsequent questioning patient recalled that she had experience two mini strokes reported around (B)(6) 2016, where she noted that she must have fallen to the ground for at least one of these. The audiologist will discuss the results with the appropriate surgeon, and advise on the further decision.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation surgery is scheduled for (B)(6) 2017.

Event description:
At the last regular check-up the audiologist noted that in situ measurements showed 5 channels with high impedances and two channels were involved in a short circuit. Previous measurements were within specification. The family has noticed that recipient has not been hearing as well as usual. The audiologist has discussed the results with the appropriate surgeon, and re-implantation surgery is scheduled for (B)(6), 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reportedly, the recipient fell on the floor due to stroke around (B)(6) 2016, which might have weakened the fixation of the active electrode. The investigation results appear to match the symptoms mentioned in the user report. This is a final report.

Event description:
The family noticed that recipient had not been hearing as well as usual. Re-implantation surgery took place on (B)(6) 2017.